Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that almost 4 months after the dental implant was placed in ada site 30 in the mouth, the implant had not integrated. Clinician reports patient's poor bone quality/quantity, previous bone augmentation and biomechanical overload. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that almost 4 months after the dental implant was placed in ada site 30 in the mouth, the implant had not integrated. Clinician reports patient's poor bone quality/quantity, previous bone augmentation and biomechanical overload. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. (B)(4). After the evaluation was noticed that the item received is different from the item reported. Therefore, the item was corrected and the lot number was not considered. (Follow up sent to justify the absence of the lot number.)

Event description:
The clinician reported that almost 4 months after the dental implant was placed in ada site 30 in the mouth, the implant had not integrated. Clinician reports patient's poor bone quality/quantity, previous bone augmentation and biomechanical overload. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that almost 4 months after the dental implant was placed in ada site 30 in the mouth, the implant had not integrated. Clinician reports patient's poor bone quality/quantity, previous bone augmentation and biomechanical overload. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).